Event description:
It was reported that charging cable needed to be held in specific position in order to charge device. There was no reported impact to the customer¿s blood glucose level. Care team planned to educate patient to call back for troubleshooting, and no additional information was received regarding further actions or outcome.